Event description:
It was reported that the patient was having low flow alarms since (B)(6) 2022. The event log captured low flow events on (B)(6) 2022. The low flow events occured due to right ventricle (rv) dysfunction and hypovolemia which resolved with intravenous fluids and a brief inotrope course. No symptoms were observed at the time of the low flows.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed low flow alarms, and the account attributed the alarms to right heart failure and hypovolemia. A direct relationship between the device and the reported right heart failure and hypovolemia could not be conclusively determined through this evaluation. The controller event log file contained events from 08oct2022 to 10oct2022. The pump operated as intended at the set speed for the duration of the log file. The log file recorded transient low flow alarms throughout the log file when the flow decreased below the low flow threshold for 10 seconds or longer. The log files appeared to capture the pump operating as intended. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1 "introduction" explains that ventricular blood may flow either through the lvad or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. The IFU lists hypovolemia as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow, such as hypertension. The alarms and troubleshooting section describe the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.